Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was in her (B)(6). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complaint device was not returned for evaluation. However, a ship history was performed to identify the three most recent lots shipped to this account. The following lots were identified: ml000002c2, 10110901c2, and 10110103c2. The device expiration and batch manufactured dates for each lot are as follows: ml000002c2: device expiration date: 03/31/2014, batch manufactured date: 03/23/2011; 10110901c2: device expiration date: 11/30/2013, batch manufactured date: 11/29/2010; 10110103c2: device expiration date: 11/30/2013, batch manufactured date: 11/17/2010. A review of the device history records (dhrs) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lots. A labeling review was performed. The indication for the resolution clip, per the dfu, does not include placement to prevent stent migration. This review and the information from the complaint event description suggest that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Please refer to manufacturer report # 3005099803-2011-03539, for the wallflex esophageal fully covered stent, and manufacturer report # 3005099803-2011-03537 for the resolution hemostasis clipping device. It was reported to boston scientific corporation that a wallflex esophageal fully covered stent and a resolution hemostasis clipping device were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, after successful placement of the wallflex stent in the esophagus, a resolution clip was placed in order to prevent migration. Approximately one month later, however, the clip reportedly eroded the patient's esophagus and aorta. The patient subsequently bled out and died. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Please refer to manufacturer report # 3005099803-2011-03539, for the wallflex esophageal fully covered stent, and manufacturer report # 3005099803-2011-03537 for the resolution hemostasis clipping device. It was reported to boston scientific corporation that a wallflex esophageal fully covered stent and a resolution hemostasis clipping device were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, after successful placement of the wallflex stent in the esophagus, a resolution clip was placed in order to prevent migration. Approximately (B)(6) later, however, the clip reportedly eroded the patient's esophagus and aorta. The patient subsequently bled out and died. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.